Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and enlarged atrium. A mitraclip ntw was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip continuously opened from roughly 20 degrees to 45-60 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip was removed from the patient. A transesophageal echocardiogram (tee) was performed and revealed valve damage, which had occurred while grasping the leaflets. One clip was then deployed on the mitral valve, reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa and tissue damage were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.